Event description:
It was reported that the target lesion was located in the left internal carotid artery with heavy calcification. An emboshield nav6 embolic protection filter was positioned correctly, without issue. No pre-dilation was done and a direct stenting was attempted with an 08 x 40 mm xact stent. However, the xact could not cross the heavy calcified lesion. Therefore the xact stent was removed and the 3.0 x 30 mm voyager balloon was selected for pre-dilatation of the lesion. No resistance was noted during advancement to the lesion. During the first inflation using a syringe, the balloon ruptured at 6 atmospheres. The patient immediately experienced the symptoms of slurred speech, unequal pupils, and was not able to move the right hand. The voyager balloon was retracted from the anatomy without resistance. It was confirmed that no balloon material remained in the patient anatomy. When the patient was stable, an xact stent was implanted in the target lesion successfully. Due to the patient's symptoms and the length of time in which it took for the symptoms to fade (20 minutes after balloon rupture) a neurologist was consulted to evaluate the patient. After the evaluation, it was decided to transfer the patient to the neurology department of the hospital. The patient was transferred in a stable circulatory condition and is now under treatment with medication. The patient remains hospitalized and is slowly recuperating. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that per the rx voyager global instructions for use, the rx voyager is indicated for use in the coronary artery only.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.